Event description:
Arthritis [arthritis] ([knee swelling]). Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from (lp) (B)(6) lsa-pcp under reference on (B)(6) 2018 and transmitted to sanofi. This case involves a (B)(6) male patient who experienced arthritis, while he was treated with hylan g-f 20, sodium hyaluronate [synvisc dispo ia injection 2ml]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing diabetes mellitus and osteoarthritis. On (B)(6) 2018, the patient started taking synvisc dispo ia injection 2ml (hylan g-f 20, sodium hyaluronate) 2 ml qw intra-articular (with an unknown batch number) for osteoarthritis for the first time. On (B)(6) 2018, the patient started taking synvisc dispo ia injection 2ml (hylan g-f 20, sodium hyaluronate) 2 ml qw intra-articular (with an unknown batch number) for the second time. The patient has knee swelling and arthritis developed. The treatment was interruption. On (B)(6) 2018, since there was a possibility of infection, in order to prevent accidents, temporary hospitalization was done. Around (B)(6) 2018, arthritis was resolving. The patient developed a serious arthritis 7 days following the first dose intake and on the same day following the last dose intake of hylan g-f 20 and sodium hyaluronate. The patient was hospitalized 1 day after this event occurred. The patient developed a non-serious knee swelling (joint swelling) 7 days following the first dose intake and on the same day following the last dose intake of hylan g-f 20 and sodium hyaluronate. Final diagnosis was arthritis. Hylan g-f 20, sodium hyaluronate (synvisc dispo ia injection 2ml) was discontinued on (B)(6) 2018. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovering / resolving for arthritis and as recovering / resolving for knee swelling. Reporter's comment: not described. Additional information was received on (B)(6) 2018 by the same reporter: company comment on english screen was added. Additional information was received on (B)(6) 2018 by the same reporter: the outcome of the events arthritis and knee swelling was changed from unknown to resolving. Accordingly, narrative was updated. . Case comments: not reported.